Event description:
It was reported that black particles were coming out of the device. There was no patient involvement, no adverse event was associated with the device. The event was noted in the sterile processing department during cleaning. No further information was provided.

Manufacturer narrative:
Additional information will be submitted when the device is received and evaluated.

Manufacturer narrative:
During the evaluation, metal shavings were confirmed and the device had score marks on the driveshaft where the thrust washer rides. The metal removed from the scoring was likely what was observed coming from the device. The device can produce metal shavings due to driveshaft wear which is the likely cause of the reported event of black particles.

Event description:
It was reported that black particles were coming out of the device. There was no patient involvement, no adverse event was associated with the device. The event was noted in the sterile processing department during cleaning. No further information was provided.